Event description:
As reported by the user facility: brief inquiry description: air-in-line alarm and plenty of liquid in bag. Detailed inquiry description: nurse was using b. Braun excel 1l bag, infusomat and onguard. Nurse was hanging rituxan on upper y-site as secondary chemo. Had a primary/hydration line that was clamped. Nurse was called to pump due to air-in-line alarm. When she looked there was about 100 cc left of drug in bag, drip chamber and line were completely dry. Both xaiver and I were on-site to observe this and could not figure out how air got into the line. Spoke to nurse about it and she said she's never had this happen. No injury reported.

Manufacturer narrative:
This report has been identified as b. Braun medical internal report number (B)(4). No sample and/or lot number were provided. Further investigation of the complaint is not possible without a sample and/or lot number. The actual defective device is valuable tool in investigating the cause of this incident. We will maintain this report for further references and continue to monitor other reports for similar occurrences. If any additional pertinent information becomes available, a follow up will be submitted.